Event description:
The customer was driving his motorcycle when he got into an accident. At the time of his hospitalization, the customer's blood glucose level was 400 mg/dl. His insulin pump was thrown off of his body during the impact of the accident. The police currently have custody of the insulin pump. We advised the customer to discontinue using the insulin pump and to use a back-up plan per his physician. Nothing further reported.

Manufacturer narrative:
The insulin pump passed functional testing including rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump was received with scratched lcd window, cracked case at display window corners, battery tube threads, reservoir tube lip, scratched reservoir tube window and stained end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.